Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was found to be working as intended and put back into service. The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9600 system would not boot up. No patient injury was reported.